Event description:
A crrt pt was diagnosed with hemolysis due to blood specimen being hemolyzed. Crrt therapy continued for 2-3 hours after hemolysis was first observed then therapy was discontinued. Hematology was consulted and the event was attributed to crrt; medications and blood abnormalities were ruled out and pt was negative for heinz bodies. Pt's hb decreased from 10 to 6.8; ldh >700 and comb's test was negative. Pt was transfused 2 units of prbcs and initiated intermittent hemodialysis. No other medical intervention reported.

Manufacturer narrative:
No problem found with on-site eval of the cycler by field service technician. Cartridge was discarded precluding any eval. Cycler log file analysis shows pressure profiles indicative of clotting in the blood circuit and numerous episodes of stopping the blood pump which also can contribute to clotting. The log file also indicates that the cycler triggered cautions and alarms associated with clotting. The user guide includes warnings regarding the risk of clotting and that failure to respond to clotting may lead to hemolysis. There is no evidence of a device malfunction. Nxstage considers this report closed.